Event description:
Dealer stated that welds have allegedly broken on an unknown carroll healthcare bed at the head and middle portions.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model number is unknown, serial number/date code (B)(4). The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.